Event description:
On (B)(6) 2025, the user reported hypoglycemia with the lowest blood glucose of 49 mg/dl after skipping a dinner meal announcement. The ilet delivered prolonged correction insulin, and the user treated the low with gummies. No symptoms were reported, and no medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.